Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the emergency treatment procedure was being performed when the issue occurred and was completed by moving the patient to another room. The philips field service engineer (fse) visited system onsite and performed troubleshooting then confirmed that the system had low image storage space. To resolve the issue, the fse recreated image store to make space for new images by resetting the image storage drive then rebooted the system and performed functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It was reported to philips that the system gave an alert indicating the image storage space was low, preventing x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.